Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. A microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense websters quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, as the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Date of event is unknown. Only the event year was reported as 2020, as such, the date of event was defaulted to 1b)(6) 2020. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath large for which biosense websters product analysis lab identified a hemostatic valve separation issue. It was initially reported that the device was defective. No other information or details about the event were provided. There were no reports of patient consequence. With the information available (unspecified device issue) the complaint was assessed as not MDR reportable no patient risk could be identified for this issue. There was no known patient consequence or intervention resulting from this device problem. The issue cannot be assessed for patient safety because it is unknown. On 02/26/2021, the bwi product analysis lab received the complaint device for evaluation. On 03/10/2021, during product evaluation, the device was inspected and the hemostatic valve was found dislodged inside the hub. This issue has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, biosense webster inc. (Bwi) became aware of a reportable malfunction through product analysis on 3/10/2021 and reassessed it as MDR reportable.